Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. The user reported a loss of signal. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the error described in the complaint was determined to be a damaged connector of the micropod (etco2 module). A service technician went onsite to solve the issue. Despite talking to the user, it could not be discovered when the above mentioned connector to the hemo integrated signal input box (hisib) was damaged. The workflow of the user may be leading to unexpected strain on the cable, resulting in disconnection of the hisib and the cable coming apart. The local service organization fixed the damaged connector of the affected system on site, corrected the pin alignment, and reconnected the micropod to the hisib. The system in question functioned normally after this and the error described in the complaint has not reoccurred. No parts were replaced. During the exam of the patient, the damaged and unplugged micropod connector was re-inserted into the hisib and caused the hisib to lose power. According to siemens system specialists this can occur when the connector comes apart and the pins are misaligned from their correct positions, e.g. By turning the inlet of the plug with its pins around. In the case given this misalignment caused the internal circuity of the hisib to malfunction and throw continuous errors. In this state, the hisib is unable to communicate with the dmc and no vital signs can be displayed. Note: the possible hazardous situations "long term delay in the clinical procedure" or "interruption of the clinical procedure" can only occur if all 3 contributing factors (pulling the plug, damaging it and wrong re-insertion) are occurring. A customer safety advisory notice (csan) is planned to be released. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.